Event description:
The bipap machine malfunctioned while on patient in staff's presence. Placed on non-rebreather mask (nrb) until the bipap machine replaced with no adverse effect. The bipap repaired by hospital biomedical department.